Manufacturer narrative:
A patient experienced ineffective therapy/ high impedance was reported to abbott. Attempts to reprogram were unsuccessful. It was determined the physician wanted to added a second lead but unable to advance the lead due to patient's anatomy. The procedure was aborted with nothing implanted or explanted. System diagnostics record high impedances on the existing lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on 22 september 2022.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2022, wherein the physician wanted to add a second lead but unable to advance the lead due to patient's anatomy. The procedure was aborted with nothing implanted or explanted. System diagnostics record high impedances on the existing lead.

Event description:
Additional information indicates that reprogramming restored effective therapy; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
Additional information indicates that reprogramming restored effective therapy; therefore, this event is no longer considered to be reportable.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.